Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine adjustment difficulties in the progav 2.0. The determined deposits can be named as the cause for the adjustment difficulties. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. Furthermore, we can determine visible deposits in the shuntassistant 2.0. The deposits did not affect the technical properties at the time of the investigation. The investigation of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx576t) was implanted on (B)(6) 2020. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.